Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of mg/dl. The customer stated that she changed her set and her blood glucose has been over 400 mg/dl over 3 hours after she had already taken a manual injection. The customer declined the rest of the high blood glucose troubleshoot. The customer was assisted with troubleshooting for the insulin pump. During troubleshooting air bubbles were found in the reservoir. The customer did not have a plunger during the troubleshoot. The customer stated they wanted to continue to use the reservoir and that they will call back if they needed any further assistance with issues moving forward with the product. The product was not returned for analysis.